Manufacturer narrative:
D1 - brand name: 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary the reported complaint of a tubing break could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. No lot received for a device history record review.

Event description:
A complaint was received regarding a 7" (18 cm) appx 0.52 ml, smallbore trifuse ext set w/3 microclave® clear, 3 clamps, luer lock . The reporter stated that in the last week, they had an uptick of incidents in relation to the use of the bi fuse and tri fuse that they use from ICU medical. The patient needed to have two continuous chemo running. Rn placed bi fuse on pt line and attached chemo with ctsd. Rn noted that when bifuse attached to cstd it was able to be pulled off of the cstd with small amount of pulling, due to smaller collar on bifuse. Trifuse was then used since collar is longer and able to be fully twisted onto cstd. Patient tubing then got stuck in the recliner as mom (medical mom) was picking patient up. Line snapped on the trifuse in between skinny portion of line and fuse. Again, drops of chemo noted to be on floor but mostly blood due to patient line being open. The product have come in contact with the patient and/or staff member, yet the medication being administered, did not get on patient or staff skin or clothing. The chemo spill cleaned up per facility protocol. Thus, no staff or patient harm reported as a result of the event.